Event description:
Reportedly, the pacemaker could not be interrogated after external shock; the cause of the patient death was ventricular fibrillation due to myocardial infarction, and it was not due to pacemaker function. It was reported that the patient was taken to the hospital on (B)(6) 2012 due to myocardial infarction and the ventricular fibrillation occurred in the emergency room. The physician did not notice that the pacemaker was implanted in the right side, and dc shocks were performed 4 times at 150j.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.